Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii seal failed to load properly as the seal flared wider than the diameter of the delivery device. A replacement device was used to complete the procedure. The hosp did not report any pt effects. The hosp intends to return the product in question.

Manufacturer narrative:
Investigation results: the device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. The delivery device was returned inside of the loading device. The tension spring assembly, seal and the anchor tab were inside of the delivery device tube; however, the seal had flared wider than the diameter of the delivery tube. The seal was cracked along the first row from the outer edge. The green slide lock remained locked; the white plunger was not depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed for failure to load and cracked seal. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).